Manufacturer narrative:
The complainant reported that the device has been discarded and will not be returned for eval; therefore, a failure analysis is not available. At this time we are unable to determine if the device met spec, and unable to determine the relationship between the device and the cause for this event. The complainant did not report the lot number of the device involved in this event. In lieu of a reported lot number, a ship history report (shr) was performed. The device history records for the last three lots of the reported part number shipped to the customer, in the six months prior to the procedure date has been reviewed. No anomalies were noted. The 08 15-month vaxcel pasv PICC single lumen family complaint trend report was reviewed for any simarly reported failure modes. No unfavorable trend was noted.

Event description:
The complainant reported that the clinicians attempted to perform a therapeutic implant of a vaxcel pasv PICC in a male pt in 2008. During the procedure, and as the physician was in the process of inserting the wire to maintain access, the PICC line catheter receded in the venous access site. The clinician was unable to extract the catheter using a hemostat, but was able to successfully retrieve the catheter via the use of a snare. The complainant reported that there were no additional adverse affects to the pt as a result of the reported malfunction.